Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Concomitant medical products: item name: 1.5:1 ratio cutter, lot#: 1512817. Item name: 2:1 ratio cutter, lot#: 911046. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2019. The reported event was confirmed and it was noted that both cutters failed testing due to incomplete cuts. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the gear roller, and left side plate. Skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the gear was replaced, it cannot be determined from the information provided what caused the components to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device had a gear replacement. There were worn gears on the mesher. The event occurred upon receipt from repair. There was no patient involvement, no harm, no delay, no medical intervention. During the investigation, it was noted that both cutters failed testing due to incomplete cuts. No adverse events were reported as a result of this malfunction.